Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the headset while the customer was priming the infusion set. No adverse event reported. Return of the suspect device was requested for evaluation.